Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that the patient experienced pain during sensor insertion on (B)(6) 2015. The sensor was inserted at the abdomen on (B)(6) 2015. The patient uses emla cream, a prescription numbing cream prior to insertion. Father stated patient was prescribed emla cream prior to using dexcom equipment. Date of prescription is unknown. At the time of contact, the patient's father did not report any injury or further medical intervention.